Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were sticking. It was noted that the ok button symbol was worn off, which is a cosmetic issue and does not effect the insulin delivery function of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the pump and meter have been returned and evaluated by product analysis on 03/28/2014 with the following findings: the keypad was found to be intact; no tearing or peeling was observed. The keypad appeared worn and the up arrow and ok symbols were not legible, which has no effect on insulin delivery function. During testing, the contrast button was found to be intermittent. The keypad was removed and there was evidence of contamination on all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.